Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the plaintiff had a mid shaft fracture in the femoral stem causing severe pain, injuries, mobility limitations and ambulation difficulties. The plaintiff's femur had to be broken in half in order to remove the failed device. Doi: (B)(6) 2005. Dor: (B)(6) 2017; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6: appropriate term / code not available (e2402) is being utilized to capture injury (e20) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.